Event description:
The customer reported that while the unit was in use on a patient, the unit generated "electrical test fails, code #52", (drive transducer offset failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative replaced the drive transducer. The unit was tested to factory specification. It functioned normally and was returned to the customer.